Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Patient found moisture in the cycler door. Patient was able to complete treatment using manuals. Sample is not available; sample was discarded. No adverse event reported at this time.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.